Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient requires an MRI and has requested to have his cochlear implant removed. There is no allegation against the device. Surgery has been scheduled.